Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the inability to aspirate the catheter from the cap was not determined. It was unknown if the replacement of the pump segment resolved the issue.

Event description:
On (B)(6) 2023, information was received from a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg /ml, 985.4 mcg/day) via an implantable pump. It was reported the patient was scheduled for a pump replacement on (B)(6) 2023 for end of service (eos). Upon interrogation of the patient's implanted pump and it reflected an eos with a date of 2023-oct-20. The serial number of the existing pump was (B)(6). The pump was replaced with pump (sn: (B)(6)). On initial interrogation of the eos pump, it reflected that the patient had an untrimmed 8780 (unknown lot number). On the date of this report, the catheter had the pump segment replaced with an 8780 (lot # hg78lf912). During the pump replacement, the healthcare professional (hcp) was unable to aspirate the catheter at the catheter access port (cap) site. The hcp replaced the pump segment of the old implanted 8780 catheter with the pump segment of a new 8780 (hg78lf912) and was still unable to aspirate the catheter at this point. The hcp then pushed approximately 3 mls of preservative free saline into the cap. The hcp was advised that this would push the remaining baclofen in the spinal segment into the patient, giving them a bolus. The hcp stated they acknowledged what he was doing by pushing the saline through and giving the patient the baclofen bolus that was remaining in the spinal segment. The hcp closed the patient incisions as he moved the pump from the patient's right side/flank over into the right lower abdomen prior to connecting the new pump segment. After the hcp closed the pump incision and started to close the old pump incision. The hcp stated that they may flip the patient over on their left side and replace the spinal segment. The rep spoke to the hcp and told them that the whole catheter would then need to be replaced as the pump connector was in the pocket. The hcp stated, while I finish closing this last incision, I will decide if I want to re-open the pump pocket and replace the whole catheter or just start the catheter since I flushed it with saline removing all previous baclofen. The hcp stated that he was going to start the pump and prime the catheter as they pushed everything out of the catheter when pushing the pfns which cleared the spinal segment. The rep advised that if there was any remaining baclofen in there when the catheter was primed, it would bolus the patient. The hcp acknowledge understanding. Once the patient's incisions were closed and covered, the hcp confirmed the previous settings that were taken from the old pump. The hcp then acknowledged those settings and updated the patient's new pump with no changes. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# hg78lf912, implanted: (B)(6) 2023, explanted: product type catheter, product ID 8780, lot# unknown, explanted: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, lot #: hg78lf912, ubd: 27-jul-2025, UDI#: (B)(4); product ID: 8780, serial/lot #: unknown, ubd: 27-jul-2025. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.